Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) on behalf of the patient (her son) alleging his onetouch ping meter was displaying a "blob on the meter in different colors." The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6)2012, between 10-10:30 pm, the reporter stated the alleged issue first occurred. The reporter stated the patient uses insulin pump therapy (unknown dose) to manage his diabetes. The reporter stated the patient made no changes to his usual diet, activity level or medications due to the alleged issue. However 5 hours later, the reporter stated the patient had abdominal pains, which he associates with high blood glucose. The reporter stated the patient gave himself an unknown dose of extra insulin on (B)(6) 2012 at 3:30 am. The reporter stated on (B)(6) 2012 at 7:40 am, the patient went to school and his blood glucose was tested at school and an unknown reading was obtained. During the time of troubleshooting, the cca noted this was not the first time the meter had been used, and there was no misuse of the product. The reporter stated they did not have a back up meter to test on. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The reporter did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.